Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec¿d 01/04/2017 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, stiffness, decreased range of motion, difficulty rotating hip, difficulty bearing weight, and difficulty ambulating.

Event description:
Update may 03, 2017: legal medical records received. After review of medical records for MDR reportability it was reported on the operative notes that there was a significant radiolucencies have developed around the proximal aspect of his femoral component and it appears to have subsided in addition, femoral component loosening confirmed intraoperatively. Identified a ¿moderate amount of bone resorption¿ of the proximal femur. There was ¿dense fibrous ingrowth into the distal aspect of the porous coating¿ of the femoral component. Review of serum cobalt and chromium levels from (B)(6) 2012 demonstrates normal values. There is no evidence of metallosis. This complaint was updated on: may 9, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.